Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11:the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Multiple infusions were started and completed on the last days of customer use with no abnormalities observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported under-infusion was not reproduced. Fluid delivery and flow accuracy testing was performed with no issues noted; the device met these specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.